Manufacturer narrative:
Evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Review of the device data log found following events in history: "(B)(6) 2018 2:15:00 pm quarter hourly counter, continuous rate is 0.45 ml, kvo rate is 0 ml; (B)(6) 2018 2:15:01 pm system fault 41,622 occurred 1 0 0 3; (B)(6) 2018 2:15:01 pm power down". Functional testing included use testing. An alarming error code "41622" message was alarmed when priming the pump. Based on evidence, the complaint was confirmed. The root cause of the event was attributed to the faulty motor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "lec 41622". No adverse effects were reported.